Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the prior session histogram bin and percent pacing counters were empty, indicating the device had a partial power on reset. The clinician scheduled an in-office device interrogation in eight weeks and, at that time, it will be determined if other programming changes will be made. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the prior session histogram bin and percent pacing counters were empty, indicating the device had a partial power on reset. The device was interrogated in the clinic subsequent to the partial reset. The clinician scheduled another in-office device interrogation in eight weeks and, at that time, it will be determined if other programming changes will be made. The device remains in use. No patient complications have been reported as a result of this event.